Event description:
The manufacturer received information alleging a trilogy 202 ventilator was returned due to a service required alarm. There was no allegation of injury or harm. The trilogy 202 ventilator was returned to a third part service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation error codes indicating (communication between host and obm was lost and low flow) were recorded in the device event log. It was also confirmed that the device sd holder was damaged. In conclusion, the device's trilogy oxygen blender module board and system board need to be replaced to address the issue. The manufacturer has requested a copy of the event log in relation to an error code for low flow. The device is set to run in for final testing. If additional information becomes available a supplemental report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy 202 ventilator was returned due to a service required alarm. There was no allegation of injury or harm. The trilogy 202 ventilator was returned to a third part service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation error codes indicating (communication between host and obm was lost and low flow) were recorded in the device event log. It was also confirmed that the device sd holder was damaged. In conclusion, the device's trilogy oxygen blender module board and system board need to be replaced to address the issue. The manufacturer has requested a copy of the event log in relation to an error code for low flow. The device is set to run in for final testing. If additional information becomes available a supplemental report will be filed. New/additional information: the trilogy 202 ventilator was returned to a third part service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation an error code indicating (communication between host and obm was lost) was recorded in the device event log. It was also confirmed that the device sd holder was damaged. In conclusion, the trilogy system board was replaced to address the issue. The root cause was confirmed. Additionally, and error code indicating low flow was recorded in the events log therefore the trilogy oxygen blender module board was replaced to resolve the issue not in relation to the device malfunction. The device passed all testing.